Manufacturer narrative:
Additional information was received that it was not sure about medical intervention provided to the patient regarding paralysis. No further information can be obtained by bsn.

Event description:
A report was received that the patient was paralyzed because of some surgical complication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was paralyzed because of some surgical complication.